Event description:
It was reported that during hip procedure on (B) (6) 2006, the locking ring was not in the ring groove on the inside of the shell.

Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of returned device the locking ring was assembled between the tabs on the rim of the shell rather than in the locking ring groove located in the inside diameter of the shell. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.